Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. Customer reports dim display. Customer reported issue was resolved by replacing the display (interface) assy.

Event description:
Customer reports dim display. No patient/user harm reported. Event date not specified; estimate used.